Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of over 700 mg/dl. The customer was treated at the hospital and assisted by paramedics. The customer stated that they did not know how to use the insulin pump but is now learning how to operate the device. The customer did not troubleshoot and did not send the product back for analysis.